Manufacturer narrative:
The manufacturer previously reported information alleging that after repair of device flow sensor by customer, a vent service required alarm occurred. There was no harm or injury reported. A machine flow sensor was received at the product investigation lab (pil) for further investigation. Pil visually inspected the flow sensor for obvious defects and found none. Pil installed the flow sensor into a trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concluded that the flow sensor operates as designed.

Event description:
The manufacturer received information alleging that after repair of device flow sensor by customer, a vent service required alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.